Event description:
It was reported the black adaptor that connects the cable to the temporary pacemaker, seemed to break and product is not safe for use. Customer reported proper use of the product and that it is too sensitive when trying to disconnect from the device. This sensitivity in handling resulted in breaking of the black clip of the connector. The cables were returned for analysis. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event on sixteen cables: the plug lock was broken off from eleven cables. It was noted three of these cables had a heart block that was contaminated (two with adhesive). It was also noted three other cables were twisted (one contaminated with adhesive and one with discolored heart block). The plug lock was broken but still locked into connector and held on a twelfth cable. It was noted the cable was cut approximately 2.5 inches from plug exposing the white wire. It was also noted the white wire was cut exposing the inner wire. The heart block was contaminated and the cable was discolored. The negative continuity tests were intermittent with plug movement. The plug was broken on a thirteenth cable. It was noted the heart block was discolored. The plug of a fourteenth cable had been twisted and the plug cover was broken off. It was noted the negative pin was broken off and the positive pin was bent over. The plug cover of a fifteenth cable was pulled out of the stress relief and was missing. It was noted this cable was contaminated with adhesive and other contamination. The plug lock was broken on a sixteenth cable and the plug cover was pulled out of the stress relief. Analysis could not confirm the reported event on a seventeenth cable; the plug passed all visual inspection with no anomalies found. It was noted the cable was twisted. If information is provided in the future, a supplemental report will be issued.